Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation (pns) while bending down and during the night time. Programming changes were successfully made to the left ventricular lead. The patient was stable post programming changes.